Manufacturer narrative:
Our product evaluation lab received one model number 120804fp catheter from lot 63677012 without any attached components. The balloon did not inflate due to leakage from the distal area of the balloon. A closer examination found that the balloon was deteriorated, and holes were observed at the distal area. After cutting the proximal windings, the edges of holes did not appear to match up. Latex deterioration is a condition usually caused by age, excessive exposure to light, atmosphere, or ozone. It appears on the balloon surface as a maze of fine cracks or crazing. The condition may occur in a small area or cover the entire balloon. No visible damage was observed from both windings and catheter body. A device history record review was completed and documented that the device met all specifications upon distribution. An engineering evaluation has been initiated to assess for any manufacturing-related processes which could be correlated to the complaint. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of model 120804fp fogarty catheter from lot 63677012 could not maintain its inflation during the inflation test before use. There were no patient complications reported. Per the product evaluation findings, leakage and deterioration of the balloon latex were noted, and the holes did not appear to match up.

Manufacturer narrative:
Engineering evaluation was completed. A CAPA was initiated for the latex deterioration issue and a product risk assessment was needed. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.